Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's entire system was explanted on (B)(6) 2018 due to an infection at the ipg site. The patient will be taking antibiotics over the course of several months.

Event description:
Follow-up identified the patient was re-implanted with a new scs system on (B)(6) 2018. The new ipg was implanted on the opposite side.